Manufacturer narrative:
An event of drop in blood pressure, pericardial effusion around heart and amulet device and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage occluder was chosen for implant using a 14f amplatzer torqvue 45x45 delivery sheath. During procedure, the physician completed the transseptal puncture location inferior-to-anterior and exchanged the transseptal system. The activated clotting levels (act) of the patient was 204 and the physician decided to administer additional heparin which brought act up to 259. The left atrial (la) pressure was recorded as 18mmhg and there was no fluid given. The physician advanced the delivery sheath over non abbott wire and decided to implant the 28mm amulet based on transesophageal echocardiogram (tee), fluoroscopy (fluro) measurements. The 28mm amulet was implanted with zero recaptures. There was no pericardial effusion showed on post procedural echocardiogram (echo). After the procedure, the patient was preparing for discharge when the patient crashed and the patients blood pressure was dropped. On fluoroscopy, there was a pericardial drain around the heart and amulet device. The patient was in cardiac tamponade and the physician drained the effusion. The patient had a prolonged hospitalization. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.